Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed, and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient alleges that she experienced a pain in the right (od) eye after instilling the lens and was unable to remove the contact lens. The patient sought medical assistance for lens removal. It is alleged the patient was diagnosed with a corneal abrasion, possibly bacterial, and was prescribed tearbalance (purified sodium hyaluronate) ophthalmic solution, levofloxacin ophthalmic solution, and ofloxacin ophthalmic ointment. The patient states that the following day the pain was resolved. Good faith efforts have been made to obtain further information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution. This event is being reported in the us and does not meet the minimum criteria of an adverse reportable event in any other country or region where the product is sold.